Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 23-jan-2022, it was noted that follow up report #1 ((B)(4), on the ¿h6. Type of investigation¿ field, was missing the code of ¿testing of actual/suspected device (b01)¿. Therefore, this field was updated. In addition, the field ¿h3. Device evaluated by manufacturer?¿ was updated to a ¿yes¿ since the device was returned to the device manufacturer for investigation and repair.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) the device evaluation was originally submitted under follow-up #4. The product investigation was reopened to include additional investigational details that were inadvertently omitted previously. The device evaluation was completed on (B)(6) 2022. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The valve was leaking. They changed the sheath and then it worked. There was no patient consequence reported. The product was returned to biosense webster for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system.

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The valve was leaking. They changed the sheath and then it worked. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The hemostatic valve leak issue was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The valve was leaking. They changed the sheath and then it worked. There was no patient consequence reported. The device evaluation was completed on 03-feb-2022. The sheath was returned to biosense webster for evaluation then, bwi conducted a visual inspection. Visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. It should be noted that product failure is multifactorial. Based on the information currently available, the hemostatic valve could have been detached due to the dilator being wrongly introduced; however, this could not be conclusively determined since the valve was not returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 17-nov-2021, providing the surgeon information. Therefore, e. Initial reporter has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001714 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).